Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The pt contacted lfs alleging that his one touch meter would power off during use. The senior medical affairs specialist spoke with the pt. The pt reported that he had been unable to test for approx 1 week. The pt described feeling as though he was going to fall down. His wife contacted paramedics. He was administered saline solution and transferred to the hosp. The ER meter read over 200 mg/dl. He could not recall the exact result. He was administered 15 units of insulin and held in the ER for two hours prior to being admitted for 2 days due to his thyroid. The pt reported that he maintained his oral medical regimen throughout the time he was unable to test. He was prescribed insulin instead of oral medications following his hospitalization. The pt did not allege harm. There is no info to suggest that the pt experienced injury or medical intervention due to the meter. The pt had not attempted to test on the day of concern and he had been following his medication regimen as prescribed. The customer service rep confirmed that the battery was replaced less than 1 year ago, the battery was correctly installed, and the battery contacts were in good condition. The csr educated the pt on the automatic shut off time and the power off before the time was up. Based on the unresolved troubleshooting, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. Pt's meter, test strips, and control solution were replaced.